Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl at the time of the incident, patient's current blood glucose was 76 mg/dl. The customer experienced blurred vision, sweating, irritability, mental confusion, sweating crazy wet sheets, like shaking and not shaking and a weird feeling. The drive support cap is sticking out, then flush, then protruded then the customer was not sure. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will return device for analysis.